Event description:
It was reported that the patient presented stiffness in its left knee. Adverse event was resolved with a manipulation under anesthesia.

Manufacturer narrative:
The associated complaint device was not returned. The medical investigation concluded that no relevant clinical medical information was provided to conduct a thorough medical assessment. However, since this issue has been reported as resolved, no further clinical assessment is warranted at this time. Without the actual product involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, the complaint can be re-opened. No further actions are being taken at this time.